Manufacturer narrative:
(B)(4). Batch # u5ah85. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and without reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged as would not hold the articulation setting. Additionally, the sw2 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during an unknown procedure, the product ran out of battery while they were performing the procedure. It was replaced with no delay in surgery. The procedure was completed successfully with no patient consequence reported.